Manufacturer narrative:
It was reported the lateral flow tests result is positive, but the pcr tests result is negative. No additional information was provided. A review of manufacturing route sheets could not be performed as no lot number was provided or obtained through complaint investigation follow-up. User handling may have contributed to the event. Possible contributing factors of a false positive result are: excess protein was brought in during sampling or the sample was too viscous; if there is a break in the oral or nasal cavity at the time of sampling, resulting in blood in the sample; if using a flashlight to view the results, shadows may be produced due to different lighting or angles, resulting I false positive results. It is recommended that the testing kit must be operated according to the specimen collection and assay methods in the body of the instructions for use and additionally, the kit should be used immediately after opening. The reported event could not be confirmed.

Event description:
It was reported the lateral flow tests result is positive, but the pcr tests result is negative. Further information noted the patient tests three times per week with the innova antigen lateral flow test and on time a week with a pcr test. For the past month the patient has been testing positive with the lateral flow tests and negative with the pcr test. Additional information for product-specific information and complete complaint details were requested; however unsuccessful at such time as no response to the attempts was provided.